Manufacturer narrative:
Steris has made multiple attempts to obtain additional information regarding the reported event however, the user facility has not responded. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. A follow-up report will be submitted if additional information becomes available. No additional issues have been reported.

Event description:
The user facility reported via mw5174602 that "endogator irrigation tubing hooked up to endoscope and no water would come through. This was discovered prior to patient involvement - no patient harm." No report of injury.